Event description:
During annual pm check the customer found that the output was high on coag 5. Customer was getting between 47.5 and 49.5 watts of output on coag 5. Customer was using a dni 402a esu analyzer with a tna hand piece and footswitch to test. No patient involvement. There is no attachment, this was taken via phone call with customer brandon. Replacement shipped on confirmation# (B)(4).

Manufacturer narrative:
Product event # (B)(4). Eval code method: facility disposed of device. Device is not available for return and inspection. Eval code method: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.